Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2015. It is unknown if re-implantation is planned as of the date of this report (B)(6) 2015. Device not received by manufacturer.

Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site and subsequent extrusion of the receiver stimulator. A skin graft surgery was performed (date not reported), however; the issue could not be resolved. Explantation is planned however, has yet to take place as of the date of this report, november 10, 2015.

Manufacturer narrative:
Correction: the correct explant date is (B)(6) 2015, not october 17th, 2015, as previously reported. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, february 17th, 2016.